Manufacturer narrative:
Results of investigation: it was reported that, after an initial right total knee arthroplasty has been performed on (B)(6) 2008, the patient developed a massive osteolysis with foreign body granuloma up to the femur isthmus area. It is unknown how this adverse event was treated and also the patient¿s current health status is not known. The device, used in treatment, was not returned for investigation nor has the device or batch number been reported. Also from a medical investigation perspective, no materials were received to fully evaluate the complaint and it is unknown how this adverse event was treated. The patient current status is also unknown. An appropriate investigation could therefore not be conducted. The instruction for use at the time of implantation (lit.-nr. 12.15-ed. 09/01) states osteolysis as a known possible adverse effect in combination with the implantation of a knee prosthesis. Furthermore, the failure mode and the severity is covered through our risk management. To conclude, the stated failure mode could not be confirmed and the root cause stays undetermined. Based on available information, the need for corrective action is not indicated. The complaint will be reopened should additional information be received. Smith and nephew will continue to monitor this device for similar issues.

Event description:
It was reported that, after an initial right tka had been performed on (B)(6) 2008, the patient developed a massive osteolysis with foreign body granuloma up to the femur isthmus area. It is unknown how this adverse event was treated. The patient current status is also unknown.